Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(4) regarding a separate issue on another onetouch device, and later mentioned that she also had a onetouch verio iq meter that had read inaccurately high compared to her feeling/normal result(s). Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient by phone. The complaint was classified based on information obtained from the cs representative (csr) during the patient¿s initial call. The csr noted the patient no longer has the subject meter and testing supplies available, since the patient indicated she returned the products to lfs last year. In (B)(6) 2013, the patient had reportedly contacted lfs alleging inaccurate results with the onetouch verio iq meter (manufacture report number 3008382007-2013-20814). However, since the csr was unable to reach the patient to confirm if the meter in question is the same meter that was previously reported in (B)(6) 2013; the serial number is not known. The patient alleged inaccurate high issue began in (B)(6) 2013; results with the subject meter are not specified. The patient manages her diabetes with insulin (self-adjuster); however, according to the csr¿s documentation, the patient reportedly did not adjust her insulin based on the onetouch verio iq meter. Per csr notes, as a result of the product issue, the patient reportedly ¿was often in hypoglycemic¿; treatment, however, is unknown. It would have been helpful to know the following: the patient¿s testing frequency and typical blood glucose range; since the patient reportedly was not adjusting her insulin after testing with the subject meter, what did the patient use to base her insulin dosage; what is the patient using as a primary meter; what specific symptom(s) was the patient experiencing and what her readings were prior to/ during the onset of her symptom(s); what type of treatment did the patient administer after her symptoms began; and finally, when did her symptom(s) subsided. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly experienced hypoglycemia while using the product.